Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified yellow particles in the inner surface, creases fold, and one curved opening in the valve bond edge. A leak test was performed which identified one opening on the device. Microscopic analysis was performed which identified one curved opening displaying sharp edge in the valve bond edge; it was assessed as (unidentified (tear) opening). No shell thickness dimensions¿ measurement due to opening being under the plug strap and wear abrasion. A fill inspection was performed and identified no blockage in valve. Based on the device analysis the final assessment was: one unidentified (tear) opening.

Event description:
Patient reported a left side "device has completely came out of place and shifted." The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2017. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of device migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Unsatisfactory results: patients should be informed that dissatisfaction with cosmetic results related to such things as scar deformity, hypertrophic scarring, capsular contracture, asymmetry, wrinkling, implant displacement/migration, incorrect size, and implant palpability/visibility may occur. Careful surgical planning and technique can minimize, but not preclude, the risk of such results. Pre-existing asymmetry may not be entirely correctable. Revision surgery may be indicated to maintain patient satisfaction but carries additional considerations and risks.

Event description:
Patient reported a left side "device has completely came out of place and shifted." The device has been explanted.